Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a spark and flame at a weak point on of a non-medtronic monopolar cord that was attached to the ft10. Troubleshooting indicated that the issue was due to the attached device. The ft10 did not sustain any damage and did not cause the spark. No patient associated with issue.